Event description:
A nurse reported that following bilateral intraocular lens (iol) implant surgeries, the patient is unable to read. The lens was exchanged approximately one year later. There are two manufacturer reports associated with these events. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the lens was returned. Damage was observed. Solution is dried on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The handpiece indicated is approved. It is unknown if an approved cartridge was used. The viscoelastic indicated is not approved for the lens/cartridge combinations for this lens model. The product investigation could not identify a root cause for the complaint of unable to read. The focal length/resolution measurements were acceptable. The observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionaire was not received. (B)(4).